Event description:
Same case as MFR ID: 2134265-2014-01688. It was reported that a myocardial infarction occurred and the patient expired. Radial access was obtained. The >80% stenosed, approximately 2.75x90mm, lesion was located in the severely calcified ostium of the left anterior descending artery (lad). A wire was positioned in the distal third of the lad and pre-dilation was performed with two balloons with partial improvement noted. A 2.75x38mm promus element plus (pep) stent was successfully implanted. A second 2.75x38mm pep stent was then deployed at 14atms, overlapping the first stent. However, deflation of the balloon was not possible; the device was stuck. In an attempt to deflate the balloon and free the device, several devices/methods were utilized. The stent delivery system broke and approximately 10cm remained inside the patient. Attempts to remove the device fragment were not successful. In order to try and maintain cardiac output, a temporary pacemaker was implanted and tirofiban was administered. A myocardial infarction occurred at an unspecified time after the event. The patient was taken to intensive care where he died hours later.

Manufacturer narrative:
Device evaluated by MFR: the delivery system was returned as the stent was successfully deployed during the procedure. A visual and microscopic examination found that the tip was slightly flared. The hypotube was kinked at various locations along its length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR ID: 2134265-2014-01688. It was reported that a myocardial infarction occurred and the patient expired. Radial access was obtained. The >80% stenosed, approximately 2.75x90mm, lesion was located in the severely calcified ostium of the left anterior descending artery (lad). A wire was positioned in the distal third of the lad and pre-dilation was performed with two balloons with partial improvement noted. A 2.75x38mm promus element plus (pep) stent was successfully implanted. A second 2.75x38mm pep stent was then deployed at 14atms, overlapping the first stent. However, deflation of the balloon was not possible; the device was stuck. In an attempt to deflate the balloon and free the device, several devices/methods were utilized. The stent delivery system broke and approximately 10cm remained inside the patient. Attempts to remove the device fragment were not successful. In order to try and maintain cardiac output, a temporary pacemaker was implanted and tirofiban was administered. A myocardial infarction occurred at an unspecified time after the event. The patient was taken to intensive care where he died hours later.

Manufacturer narrative:
Device is combination product. (B)(4).